Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. Patient stated that the battery cap was intact and there was no evidence of moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: visual inspection of the pump found some cosmetic damages including worn keypad and scratched lens. Investigation found that the battery compartment was cracked. Pump was able to power up with the appropriate audible and vibratory alerts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.